Event description:
Patient was revised to address stem loosening.update: (B)(4) 2012 litigation papers received, patient has pain, due to litigation discussing the issues of metal-on-metal, we are currently reporting the metal liner and femoral head.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal. During the revision, it was noted that when they put the new sleeve in there was a crack in the anterior portion of the calcar. On (B)(6) 2012, the patient had a closed reduction for dislocation, but no components were removed. No part/lot information was provided at this time. Records are available for further review. The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible for the sleeve as the lot code was not provided. Search of the complaint database and/or DHR review was not possible for the stem, liner, head and sleeve as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.